Manufacturer narrative:
A united states customer submitted their cap d-08 2018 alcaligenes faecalis ssp faecalis strain for piperacillin/tazobactam (tzp) evaluation because the customer reported resistant tzp results, but the expected result was susceptible. The customer originally tested the organism on vitek® 2 ast-gn73 lot 5930796403 and obtained a tzp mic>=128. Biomérieux internal investigation was conducted. For this investigation, the biomerieux internal 2018 cap d-08 strain was tested. The biomerieux cap d-08 survey strain was sub-cultured on tsab agar, identification confirmed as a. Faecalis ssp faecalis, and testing included multiple lots of multiple card types containing the same tzp formulation (tzp03n) as that found on the astgn73 card type. Broth microdilution (bmd) was also performed as the reference method for tzp03n formulation found on all card types associated with this investigation. 911704 (biomerieux internal d-08 strain): - for the ast gn cards tested, susceptible mic <= 4, intermediate mic = 64 and resistant mics => 128 were all obtained. - bmd gave a susceptible mic <= 4. - card and reference method are in agreement for three (3) of six (6) cards tested while the remaining three (3) cards demonstrated a major error for vitek 2 when compared to reference, duplicating the customers results. This investigation concluded the cap strain to be atypical. The strain will be added to the r&d stock collection.

Event description:
A customer from the united states reported a false resistant piperacillin/tazobactam result for an alcaligenes faecalis cap d-08 survey sample, when using the vitek® 2 ast-gn73 test kit. The customer stated they submitted a resistant (mic >=128) result to cap and learned the expected result was susceptible. The customer then repeated the test and the result was susceptible (mic <=4). A biomérieux internal investigation will be initiated.